Manufacturer narrative:
Results: evaluation of the returned product found; unit has power, unit powers off after it alarms for a very short time. Any attempt to power on the unit after the first attempt led to the unit having no power at all. Unit was opened and found to have residue on and inside the tone selector button. The tone selector button was replaced with a working button and the unit powers on and passes all functional tests. No physical damages found to the outside of the alarm. Note: all complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. (B)(4).

Event description:
Customer reported that the alarm is not in working condition but, did not provide any specific info. Customer reported the issue was found during set up prior to use but did not know the date when found. No patient incident or injury was reported.